Event description:
It was reported the patient¿s programmer would not connect following a fall.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0g987, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was later reported that patient was seen manufacturer representative on 2014-09-16 at the health care provider¿s office and her impedance was greater than 4000 on electrode number 3. The patient was programmed around the number 3 electrode and found a comfortable setting for the patient. It was noted that the patient followed up on a call with manufacturer representative (per health care provider) a week later to report efficacy with her interstim. The patient was instructed to contact the doctor with any issues to discuss a potential lead replacement.